Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform error test and verify erased settings due to motor error alarm. Insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 117 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.